Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by the sales rep via phone that an ar-3638 fibertak was implanted on (B)(6) 2021 during a meniscal tibial ligament repair. During a post-operative visit for pain on (B)(6) 2021, x-rays show a small piece of metal. On (B)(6) 2022, the surgeon made a small incision and removed the broken fragment.

Manufacturer narrative:
Complaint confirmed. One fragment from an ar-3638 was received for investigation. It was identified through the use of digital caliper ID: 011 that approximately 0.8825" of the distal end of the inserter shaft had broken off from the fibertak assembly, though the remainder of the assembly was not returned for analysis. Both prongs at the tip of the fragment were intact, and assessment with digital micrometer ID: 224 revealed that the thickness of the shaft fragment met design specifications. The fragment was noted to be bent/buckled as well. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not provided. A probable cause is attributed to improper bone preparation.